Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please provide the lot number. Procedure name and date? H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one needle-suture outside its packaging that pertain to product code (B)(4). During visual inspection of the sample, damaged and body fluids along of strand were found. In addition, it was observed that the weld of the first loop was detached. However, the loop possibly failed due to excessive force applied. As part of our quality process, the manufacturing records of this lots-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use, it was noted that the loop was already broken from the beginning. There were no adverse consequences to the patient. Upon evaluation of the returned device, the weld of the first loop was detached. No further information was provided.